Event description:
It was reported that this brady lead was a case of an attempted implant due to unknown product performance issue. This brady lead was replaced. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicated that this lead was attempted due to patient anatomy and difficulty in advance. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this brady lead was a case of an attempted implant due patient anatomy and difficulty in advance. This brady lead was replaced. No adverse patient effects were reported.